Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality, pacing, ECG, defib related testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed various user advisories related to patient connection ,settings and coupling to ther patient. The log appears to suggest capture when all pacing criteria has been met. There were no pacer/defib related fault messages observed in the log. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.